Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hiatal hernia repair, the jaws of the device locked with the suture needle inside. The device locked outside of the patient. The surgeon could not open the jaws back up and the device could not be unloaded. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Engineering noted that after several attempts manipulating the toggle levers and handles; the handle released and jaws opened. Afterward, the device was functionally evaluated and no difficulty was experienced loading, toggling and unloading the needle. The probable root cause was improper loading of the device. The file was concluded to be a could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.